Event description:
A capsule endoscopy failed on a quadriplegic patient. This was due to capsule failure as confirmed by given imaging, the manufacturer of the imaging capsule. Given imaging was asked if it was advisable to discontinue using the capsules of that lot. Given imaging advised the hospital to continue using the rest of the capsules in that lot group.